Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log file analysis captured low power hazard and multiple other associated alarm types on (B)(6)2025. This was caused by power to the mobile power unit being briefly interrupted. There was no interruption to pump support during these events.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of low voltage and no external power alarms was confirmed via submitted log files. Submitted log files revealed on (B)(6) 2025, at 14:32:57, a power cable disconnect and low power hazard alarm activates due to both the bus and relative state of charge (rsoc) dropping below alarming threshold. The bus and rsoc continue to drop and at 14:33:01, a no external power alarm activates. This sequence of events is consistent with a disruption to external power to the mobile power unit (mpu). All alarms clear by 14:33:23, once external power is restored. During this interruption the backup battery supports the system as intended and pump support is not affected. There were no other notable alarms active in the reviewed duration. The mobile power unit (serial unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event (including mpu serial number, if the mpu had a v-lock connector, if the ac power cord came loose at the wall or the back of the unit, if there were any environmental factors that would have contributed to the loss of power, if the mpu was exchanged, and if the mpu would be returning); however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Serial number was not provided, a DHR review will not be performed. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use, rev. C, section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook, rev. D, section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.